Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It was reported that the graftmaster was used to treat an arteriovenous fistula in the posterior tibial artery. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use, (IFU) states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. The reported patient effect of intimal dissection is listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use (IFU), as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient presented with severe anemia, fever, and an arterio-venous (av) fistula in the 75-80% stenosed ostial to proximal right posterior tibial vessel with an ischemic foot and non-healing amputation site. A 2.8x19mm rx graftmaster covered stent system was advanced and the stent was deployed at 16 atmospheres. Post-dilatation was performed with a 3.5x15mm non-abbott balloon. The av fistula successfully sealed with distal flow improved. A dissection was noted in the very diseased, stenosed tibioperoneal (tp) trunk. A 3.0x38mm xience drug-eluting stent (des) was deployed in the very diseased, stenosed posterior tibial artery and the tp trunk dissection was treated via deployment of a 4.0x28mm non-abbott des. Both stents were post-dilated with an unspecified 4mm balloon. Final result showed improved distal flow and complete sealing of the av fistula. No additional information was provided.